Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user's test strip had a poor storage(kitchen).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from the last five results obtained of 201, 242, 257, 342 and 376 mg/dl. The customer's expected fasting blood glucose test result range is 145 and 170 mg/dl. The customer did report symptoms of frequent urination. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification, customer stores product in the kitchen. The test strip lot manufacturer's expiration date is 08/22/2017 and open vial date is within the month of july 2016. The meter memory was reviewed for previous test result history: (B)(6). Customer has not had any changes in the diet. The back to back test was not done due to customer storing the test strips incorrectly.